Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 28 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with melena and was admitted to the hospital on (B)(6) 2017 for gastrointestinal (gi) bleeding. At the time of the event, the patient was taking warfarin. The patient received a blood transfusion. An esophagogastroduodenoscopy performed found two bleeding arteriovenous malformations that were treated with argon plasma coagulation. The bleeding reportedly resolved on (B)(6) 2018 and the patient was discharged in stable condition on carafate and protonix with inr goal of 1.3 - 1.5. The customer will continue to monitor the patient¿s hemoglobin and hematocrit closely. No additional information was not provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.